Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer's wife reported her husband had low blood glucose. The husband's blood glucose was 40 mg/dl. The customer was treated with food. It was also found that the customer received a auto off alarm. The wife declined to troubleshoot. No additional information provided.